Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
During the product analysis of the return lead portion that was explanted from the patient due to lack of efficacy, the analysis revealed that the inner tubing of negative lead was abraded open in the body region of the returned lead portion. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. The product analysis of the returned pulse generator resulted in no performance or any other type of adverse conditions found with the pulse generator. The pulse generator performed according to specifications.